Event description:
It was reported that the patient was not getting relief from their pump. A volume discrepancy was reported. The expected residual volume was 10ml and the actual residual volume was 6ml; it was unclear if the previous refill volume was 20 ml or 23 ml. The medication being delivered via the device system was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).